Manufacturer narrative:
No sample has been returned for evaluation for the report of metal particles left in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the possible lots for the reported issue. Because a sample was not received at the manufacturing site and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
The customer has provided multiple product lot information, however it is unknown which product was used with each patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician has noted there were small metal particles noted in seven patient's eyes following surgery. These particle could not be removed. Additional information has been requested. Upon further review of provided information it was noted the surgeon used this cannula to insert dilating drops, other viscoelastic and saline solution.